Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported high pitch frequencies. Had severe headaches, loss of memory. The cause was provided as some other device or picking up frequencies. Real high power pitch was inside patient's head. Very, very loud. Patient lost hearing in their left ear. Patient can't smell or taste now. Lost 36 pounds in 4 weeks, was very confused, would pass out if moved too quickly. Actions/intervention: when surgeon got back into country (B)(6) , got it removed next day. Met the hcp at his office, hcp admitted the patient quickly in a room within 20 minutes. Patient was very scared of dying. The issue was resolved/gone when patient woke up from surgery. Patient was still having issues with the hearing. Taste and smell come back little daily. Patient doesn't have memory of those 4 weeks at all. Friends say patient was lost. Patient cried daily, blamed god, lost savings, personal items-still not found. Patient still worries, afraid, lost relationships. Patient stated that their weight was (B)(6) lbs before and (B)(6) lbs at the time of this report and still losing weight. Patient's dentures do not fit now. Patient stated they were very sore from the surgery. Totally disabled. Patient said their days and nights are mixed up. Did not sleep for many days in a row. Patient could not really believe they would have aneurism. High pitch in top of their head at left side was severe. Patient would lee it (??), just to numbness their head. Eye sight was/still blurry; not as intense, nose rant constantly. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause was unknown. It was reported that the stimulator was removed. It was reported the buzzing had stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was experiencing buzzing in his ears and believed the stimulator was the cause. Patient wanted the ins removed. Patient found out the rep was unable to meet until tomorrow and threatened to kill himself. The rep discussed the buzzing sound would not be ins related when it is turned off. Patient stated this occurred last month and patient went to the ER. Unknown if it went away for a while and came back again recently. No further complications were reported/anticipated.